Manufacturer narrative:
Philips service replaced left knob, rs 299/a, right knob, rs149/a, and fan-10 inch axial, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray not possible; imaging loss reported on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.